Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post coronary drug eluting stentng treatment procedure, a thrombosis occurred. The patient presented with unstable angina in 2004. The physician found a short 90% stenosed lesion in the non tortuous, non calcified proximal lad. The lesion was direct stented with a taxus express2 3.0x12mm drug eluting stent, deployed to 14 atm's withe xcellent angiographic results. The stent was not post dilated. The patient was on plavix for one year following the procedure. The patient was asymptomatic at a follow-up visit and had a negative mibi scan. About a year and a half later, while playing soccer, the patient developed an anterior acute myocardial infarction. The patient had two episodes of ventricular fibrillation (vf) in the ambulance and received streptokinase with "reperfusion criteria". The patient had another episode of vf for which he was shocked angain to convert the rhythm. An EKG showed st elevation in leads v1-v5. The patient had a cath done three days later and they found no residual stenosis, wide open stent and anterior wall hypokinesis. The patient has remained asymptomatic and on clopidogrel since. No further patient complications were reported.